Manufacturer narrative:
Clinical evaluation could not confirm a type 1a endoleak, however a type 3b endoleak was confirmed based on the information received. The device was not returned for further evaluation. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. Based upon the investigation, a root cause was not definitely identified and therefore, identification of a design or manufacturing issue is inconclusive. Potential contributing factors include off label use and patient anatomy. Devices remain implanted in the patient.

Event description:
Patient came in with emergent rupture and was initially implanted with a bifurcated stent and suprarenal aortic extension on (B)(6) 2013. The patient had a type 1b endoleak post initial procedure. The physician elected not to treat the endoleak after the initial implant and a secondary procedure was carried out on (B)(6) 2014 where a limb extension was implanted. During a follow up exam on (B)(6) 2015 the physician identified aneurysm sac growth and overlap of bifurcated stent and suprarenal extension had decreased. The physician elected to reline the initial implant with two infrarenal extensions.